Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 249mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.